Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint of intermittent power loss was confirmed in the pump history. There was no corrosion in the battery compartment, the threads in the compartment were intact, and there were no signs of cracks or damage to the compartment. The battery cap showed no signs of corrosion and the threads were intact. No power component board defects were discovered. The investigator confirmed the issue in the history but was unable to duplicate the complaint during investigation.

Event description:
There was no patient impact associated with this complaint. During evaluation, several unexplained power resets were recorded in the black box.